Manufacturer narrative:
Lens was explanted on an unknown date; no further information has been provided. Patient code 3191: secondary surgical intervention; explant. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens returned in liquid in a lens case/vial. Visual inspection found optic split and haptic broken. Unable to perform dimensional inspection since lens returned split. Claim#: (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implanted: unk. Explanted: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.00 diopter. The lens was reported as having low vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.